Event description:
The report states patient's oximeter alarms were checked at 01:00 and 03:28. Breathing treatments administered at 03:38 by respiratory therapist. Code blue was called approximately 30 minutes later at 04:15 when a nurse making rounds discovered the patient cyanotic and pulseless. Discovered that the external pulse oximeter alarm cable had become disconnected from the back of the n-395 pulse oximeter since only the internal pulse oximeter alarm was not alarming. Nursing staff and rt staff verified that external alarm had been disconnected. Additional information recieved by nellcor puritan bennett from the hospital is that the n-395 was in use with a nurse call system, and the alarm cable was not screwed into the back of the n-395 unit.